Manufacturer narrative:
Updated: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that pre-implant balloon aortic valvuloplasty (bav) was performed twice using an 18 millimeter (mm) balloon and four times using a 21mm non-medtronic (true) balloon. It was reported that the patient¿s highly calcified annulus contributed to the dislodgement. The deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgement, the valve was positioned at a depth of 3mm. Following dislodgement, the valve dislodged to a position above the annulus, near the aortic arch. A non-medtronic (safari) guidewire was used during the procedure.

Manufacturer narrative:
Image review: one media file was provided for review of the event. The patient¿s executive summary was not provided for anatomical review. It was reported that a post-implant balloon aortic valvuloplasty (bav) was warranted for paravalvular leak (pvl). After reviewing the media file provided, the balloon appeared to be deflated and the valve appeared to be stable. During removal, the balloon appears to have interacted with the outflow of the valve. Also, though difficult to visualize due to poor imaging, it seems that a guidewire was not positioned in the left ventricle. Ultimately, the balloon caused valve dislodgement into the ascending aorta. There is no evidence of a guidewire in the left ventricle during removal of the balloon which could have contributed to the lack of support during its removal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted in good position but paravalvular leak occurred, so a post-dilation was performed with a 21 mm non-medtronic true balloon. When removing the balloon, the valve dislodged. A non-medtronic valve was subsequently implanted. It was noted that the procedure was prolonged because of these issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: implant date: (B)(6) 2023. Product ID: l-evolutfx-2329; product lot/serial number: (B)(6). Product type: heartvalves product ID: d-evolutfx-2329; product lot/serial number: (B)(6); product type: heart valves product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Healthcare professional information unable to be provided due to privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.